Manufacturer narrative:
The returned device was evaluated and during the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on internal components, such as the pcb assembly and mechanism rails. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports they had received a hazard alarm during operation.